Event description:
The pt's mother reported that her daughter's blood glucose measured 271mg/dl at 12:35am and 463mg/dl at 8:05am. She took a 5.7 unit insulin bolus at the latter time. At 11:03am, her bg was 420mg/dl and another 3.45 units were bolused. At 12:42pm, her bg had reached 433mg/dl which was treated with a manual injection of about 4 units. The mother took her daughter to the emergency room because, she also had high ketones. The pod was deactivated by hospital personnel at 1:59pm. At 2:15pm, her bg measured 516mg/dl. She vomited and was treated with IV fluids (no insulin drip). The hospital told the caller that her daughter was "hours from diabetic ketoacidosis." The mother also stated that there was no problem with the device, rather her daughter was not "being honest" about bg levels and corrections.

Manufacturer narrative:
The device will not be returned for eval. We are unable to determine if any malfunction or other product condition contributed to the pt's hyperglycemia and emergency room visit. No product lot number was reported; therefore, no qualification records were reviewed. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."